Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date - (B)(6) 2011, inratio - 7.2, lab - 3.7. Pt's therapeutic range is 2.5 - 3.5. Lab draw performed within 30 minutes of meter result.